Event description:
Related manufacturer report number: 2017865-2021-36035. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. Additionally, episodes of inappropriate mode switching were observed on the ra lead. Lead provocation testing was performed and noise was reproduced on both leads. The physician suspected ra and rv lead insulation damage to be the cause of the event, however, no diagnostic imaging was performed to confirm it. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated diagnostic imaging was performed and no lead damage was identified.